Manufacturer narrative:
Follow-up # 1 date of submission 06/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed dates from (B)(6) 2013 with one low battery warning and multiple replace battery alarms. The history showed evidence of partially discharged batteries being installed in the pump on (B)(6) 2013. During evaluation, the battery compartment was found to be intact and no moisture was found in the compartment. The battery cap was able to fully tighten on and the pump was exercised for 24 hours with no power loss or power related warnings or alarms. The current draws were found to be within specifications. The complaint could not be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter attempted to power the pump on with multiple batteries and new battery cap but continued to receive "replace battery" alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.